Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant. Difficulty was experienced when extending the helix, and once deployed and placed, the pace impedances were observed to be greater than 3000 ohms via a pacing system analyzer. The physician attempted to reposition the lead, but the observations continued. The ra lead was removed and replaced successfully. No adverse patient effects were reported.